Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08740 inches. Device was programmed with multiple boluses and monitored. All boluses delivered properly and were listed in the daily history. No unexpected occlusions or insulin flow blocked alarm noted during testing. Device was programmed with a test guardian link (3) transmitter and a 240 mg/dl glucose sensor simulator. Device was then programmed for auto mode. The display showed the calibrate your sensor alarm properly after completion of the auto mode warm up. Device sensor feature and the auto mode connection are working properly. No sensor related errors or anomalies were noted. No auto mode anomaly noted during testing. The low reservoir reminder alarm was set for 20 units, installed a water filled reservoir and primed the device. Verified the units left in the test reservoir and the units left on the display (36.9 units). 16.9 unit bolus were programmed and delivered. The low reservoir alarm activated properly at 20.0 units left. No low reservoir alarm anomalies noted during the testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was 52 mg/dl, 127 mg/dl, 108 mg/dl, 98 mg/dl, 91 mg/dl, 87 mg/dl, 86 mg/dl, 77 mg/dl, 68 mg/dl, 62 mg/dl and 104 mg/dl which was treated with food and glucose tablets. The customer also stated that they did not allege insulin pump was over delivering. Customer had been in use within 48 hours of reported low blood glucose event. Customer stated that insulin pump had insulin flow blocked alarm. Customer was performed self test and it was pass. Customer was neither in emergency room nor admitted into hospital. Customer was using auto mode feature of the insulin pump. The insulin pump will be returned for analysis.